Event description:
Note: this report pertains to one of three devices that were used during the same procedure. Manufacturer report # 3005099803-2014-01524 pertains to the first rx cytology brush, manufacturer report # 3005099803-2014-01523 pertains to the second rx cytology brush and manufacturer report # 3005099803-2014-01527 pertains to the third rx cytology brush. It was reported to boston scientific corporation that three rx cytology brushes were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty removing the first brush from the endoscope. A second brush was used, but the same issue was encountered. A third brush was used, and it was noted under endoscopic vision that a metal piece (reportedly the brush tip) had sheared off of each brush device. The detached pieces were successfully retrieved using a balloon, and the procedure was completed using the third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of detachment of device component. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Only the ro marker of the brush was returned. Dimensional verification was performed; the length and inner diameter of the marker were within specification. Complete evaluation of the device could not be performed. The complaint that a piece of metal detached from the brush was confirmed, but the device could not be evaluated with respect to removal from the scope as only the ro marker was returned. Review and analysis of all available information failed to indicate a root cause or probable root cause for this event. A ship history review was performed in order to identify the three most probable batch numbers involved in this event. The last three lots shipped to this customer are as follows: (B)(4) manufactured date: 12/10/2013. Expiration date: 12/07/2015. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for this lot. (B)(4) manufactured date: 01/10/2014. Expiration date: 01/08/2016. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for this lot. (B)(4) manufactured date: 01/14/2014. Expiration date: 01/10/2016. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for this lot.

Event description:
Note: this report pertains to one of three devices that were used during the same procedure. Manufacturer report # 3005099803-2014-01524 pertains to the first rx cytology brush, manufacturer report # 3005099803-2014-01523 pertains to the second rx cytology brush and manufacturer report # 3005099803-2014-01527 pertains to the third rx cytology brush. It was reported to boston scientific corporation that three rx cytology brushes were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the physician had difficulty removing the first brush from the endoscope. A second brush was used, but the same issue was encountered. A third brush was used, and it was noted under endoscopic vision that a metal piece (reportedly the brush tip) had sheared off of each brush device. The detached pieces were successfully retrieved using a balloon, and the procedure was completed using the third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.